Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, opening. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening. Reason for reoperation: rupture.

Event description:
Physician reported possible rupture. "From a few years ago until now progressive complaints part of asia" also reported but is not considered device related. Device has been explanted. This is for the left side.